Event description:
It was reported that the customer had been experiencing high blood glucose levels, nausea and vomiting. The reported blood glucose reading at the time of the call was 480 mg/dl. It was also stated that the customer was hospitalized on (B)(6) 2012 due to a heart attack and high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed with the incorrect time and date. Assisted in correcting. Found only low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.